Event description:
It was reported by the user facility that the sample notch of a biopsy instrument was allegedly exposed and could not cut and remove the tissue sample. No pt injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was received at manufacturing site, and the investigation is underway.